Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), product type: extension. Product ID: 3387-40, lot# 0202790164, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type, lead. (B)(4).

Event description:
The company representative (rep) that the patient suffered from an infection of his deep brain stimulation (dbs) system. The infection started around the implantable neurostimulator (ins) implant. Intervention was required, removal of the dbs system including brain leads. The dbs system will be replaced in the future. The issue was resolved at the time of this report. The patient was alive with no injury. If additional information is received, a follow up report will be sent.